Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the popliteal vessel with mild tortuosity and moderate calcification. Pre-dilatation was performed with the 2.5 x 20 mm fox sv balloon; however, a balloon rupture occurred during the first inflation of 4-6 atmospheres (atm), for 10 seconds. After removal, it was noted that the balloon had a pinhole rupture. A non-abbott balloon was used to continue the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. In this case, it may be possible that interaction with the calcified lesion; however, without having the fox sv to examine a conclusive cause could not be determined. There was no associated nonconforming material records, indicating all lot release testing met specification. Additionally, there have been no other incidents reported for this lot. There is no indication of a product quality deficiency.